Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose (bg) was 380 mg/dl. Reportedly, the customer administered a manual bolus via the pump to address the bg level of 380 mg/dl, which resulted in a low bg level of 23 mg/dl. Paramedics were called and treated the customer¿s low with glucagon. Customer also consumed juice to address low bg. Additionally, it was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Customers blood glucose level was 103 mg/dl. Customer continued to use the pump insulin therapy.